Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient experienced the device in her stomach giving her a shock when she turned. The patient had also lost over 100 pounds. The patient planned to make an appointment with her healthcare provider (hcp). Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, troubleshooting, actions/interventions, the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.